Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about an implantable neurostimulator (ins) implanted for spinal pain. The caller reported that the patient claimed that she can not turn the ins on when there are thunderstorms. The caller stated that the diary information showed that the stimulator was on days where there were thunderstorms. They stated that to troubleshoot she wanted to have the patient turn stimulator off for an extended period of time. The patient claimed that she couldn't do that because she was getting therapy from the device but also that the therapy wasn't as good as it used to be. The caller stated that the reason that the patient was in office today was because she let the controller battery run down over the weekend. The caller stated that the md wants the patient to have a psych evaluation. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that when in the office the patient had no difficulty turning the ins on/off. The cause of the inability to turn stimulation on/off during thunder storms was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that the ins was turning on/off by itself. The rep ran impedances and found that electrode 3 was high out of range. The patient does not use electrode 3. Stim usage graphs showed that on (B)(6) 2019 the stim turned off due to battery depletion. The patient noted that it only turns off occasionally, and thought that it occurred during bad electrical/snow storms. The rep was to meet with the patient on (B)(6) 2019 to address the issue. No further complications were reported.